Event description:
Resident in lift chair in raised position being towel dried. Nursing assistant move lift and caster came off causing lift chair with resident seated in chair to tip over. Resident had minor injuries of abrasion to shoulder and knee. Nursing assistant (h.o.) Had scratch in neck area trying to prevent lift from tipping.